Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by physical stress, chemical stress, or storage environment. -from the inspection results of the device, it was confirmed that the coating of the insertion section was peeled off and the insertion tube was crushed. -in the past similar cases, the cause was surmised to be physical stress, chemical stress, or storage environment. Since the instruction manual states that the surface of the insertion tube should be visually inspected, the user can properly detect the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4) as a result of the evaluation, the following was confirmed. Due to wear of the angle wire, the upward and downward angulations were out of specification. There was a leakage from the distal end because the distal end was crumpled. The insertion tube was crumpled. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus because it was found during preparation for use that the insertion section was damaged. Olympus then inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube was peeled off. There was no report of patient injury associated with the event.